Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 800.8000. A review of the device history record showed the device had a manufacture date of 21feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure for dent on the side of the keypad, which does not correlate to the customers reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 800.8000. Technical support: 1. If power on and get a 255-16-275 error every time, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 went over some of the ways how this error occurs and emailed him the medical safety notification model 8015 system error 255-16-275 - 800.8000. Biomed will do a pm on unit and put back in service. A review of the device history record showed the device had a manufacture date of 21feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was involved in a production failure qn200241594 for dent on the side of the keypad, which does not correlate to the customers reported issue. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. Technical support: 1. If power on and get a 255-16-275 error every time, try to reflash the unit. 2. If flashing fails, the logic board must be replaced or unit sent in for repair. 3. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. 4. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 went over some of the ways how this error occurs and emailed him the medical safety notification model 8015 system error 255-16-275 - 800.8000. Biomed will do a pm on unit and put back in service. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 800.8000. There was no patient involvement.